Event description:
It was reported that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) died while undergoing a lead extraction procedure for their non-boston scientific right atrial (ra) lead. The lead was starting to lose insulation and noise artifacts were present on the right atrial (ra) lead electrogram. During the procedure, the patient lost blood pressure and output. The cardiothoracic and vascular team opened the patient's chest and repaired a tear from the laser sheath but the patient did not survive the rest of the procedure. The device was not planned to be returned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).